Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site. To address the issue, patient underwent surgical intervention on (B)(6) 2021, wherein the pocket site was moved from right upper buttocks region to right flank area.